Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had fiber optics failure. There was no patient harm or injury reported.